Manufacturer narrative:
Additional information was added to e1: initial reporter last name, e1: initial reporter phone no., h4, h6, and h11: h4: the lot was manufactured between december 5, 2023 ¿ december 7, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a purple bag that contained the device was observed which suggests a leak has occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device bladder was deflated. This was observed prior to patient use. The device contained 4824mg fluorouracil in 0.9% sodium chloride having a total volume of 115ml. There was no patient involvement. No additional information is available.